Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive new software alarm and failure of flash memory alarm. Customer's blood glucose was 58 mg/dl which was treated with food. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with constant a32 and e22 alarm; the problem is isolated to mother board. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests due to a32 and e22 loop alarms. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.